Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the spacer broke. It was noted that there was thick bone and osteophytes and that excessive force was exerted during the implant procedure. The entire spacer was removed and a new spacer was successfully implanted. The spacer will not be returned as it was disposed of by the medical facility.